Manufacturer narrative:
.

Event description:
Customer reported that the unit was giving an error code message of data acquisition (da) pcba adc failed. Customer reported that the device in clinical use at the time the reported issue was discovered; however, there was no patient harm.

Manufacturer narrative:
Health professional - yes. (B)(6). Patient/user involvement: through follow-ups, customer stated that there was no patient involvement. Conclusion: the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.